Manufacturer narrative:
(B)(4). D10: 00596601702, cruciate retaining (cr) femoral component option size g right for cemented use only, lot 63701739. 90597004012, articular surface, lot 64242383. 4710500394-3, optipac 40 refob bone cmt r-3, lot 826da09200. 4711500396-3, optipac 60 refob bone cmt r-3, lot 836ba01425. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, lot 64106453. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, lot 64102119. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty due to osteoarthritis. Subsequently, approximately 3 years post implantation, patient had developed pain in the right knee, and said the knee never felt quite right. Approximately 5 years post implantation, the patient described anterior knee pain along with instability. The general provider increased patient's pain medication and referred to muscular skeletal clinic. Approximately 6 years post implantation, radiological investigations confirmed loosening of the tibial component. The patient was subsequently revised. Attempts have been made and all available information has been provided.